Event description:
Additional information received reported the patient thought the circumstances which led to the shocking and subsequent change/loss of stimulation were the activity level increase with more bending and movement. The steps taken to resolve the shocking and subsequent change/loss of stimulation by the patient were that they tried to adjust stimulation and found that "two area" was not working. The representative tried to adjust it and found the same area not working. She tried to add 2 programs, but that ended up causing more burning. The patient turned it off and was waiting for an appointment when it can fixed. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 399945, lot# v884680, implanted: (B)(6) 2014, product type: lead. Product ID: 399945, lot# v644430, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient via a manufacturer representative reported that they had experienced two sharp zapping sensations followed by a loss of stimulation on the right side. They had no coverage of their low back on their left side where it used to be. No falls or traumas were reported leading to the event. The impedances were checked. The patient was indicated for spinal pain. No causes or interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that they had the leads replaced that were not working right and nothing was done with the battery pack.

Manufacturer narrative:
Concomitant products: product ID: 399945, lot# v884680, implanted: (B)(6) 2014, product type: lead. Product ID: 399945, lot# v644430, implanted: (B)(6) 2014, product type: lead. Product ID: 399945, lot# v884680, implanted: (B)(6) 2014, product type: lead. Product ID: 399945, lot# v644430, implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016. The patient was also having impedance issues. Electrodes 4-7 were showing >20,000 ohms. The manufacturer representative was reading from the progress notes dated as (B)(6) 2016. Another manufacturer representative was notified of the impedance issues.